Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank screen, motor error and lost settings. Customer's blood glucose was 340 mg/dl. The customer mentioned having high blood glucose readings. The customer reported the drive support cap to appear normal. The insulin pump did not have motor position encoder error alarm and was able to rewind the device. The customer reported damage to the pump. Vibrate test was performed and failed. The insulin pump was returned for analysis.